Event description:
Boston scientific received information that this right ventricular lead displayed a low shock impedance less that 20 ohms with this competitor device. Non-invasive programmed stimulation was scheduled to test the integrity of the lead, however with current information has not yet taken place. No other information about the issue has yet been obtained by the representative. No adverse patient effects were reported.

Manufacturer narrative:
With current information the lead remains in service. No further information is available. This report will be updated if more information becomes available.